Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was four photographs which depicted a 4fr s/l groshong catheter. The depicted device was inserted into the arm of a patient. The visible portion of the device included the distal portion of the assembled connector and the segment of catheter between the connector and the insertion site. Clear leaking infusate was visible in the photographs near the insertion site. A catheter leak was evident in the submitted photographs; however, inspection of the photographs was insufficient to identify the cause of the leak. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material fatigue and sharp instrument contact.

Event description:
It was reported that PICC line was having small leakage, then doctor just pulled the catheter out and had to cut it and place repair kit and fixed it again. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that PICC line was having small leakage, then doctor just pulled the catheter out and had to cut it and place repair kit and fixed it again. No other information was provided.